Event description:
During preventive maintenance service of the ventilator, the manufacturers field service engineer (fse) reported the ventilator backup battery failed testing. The fse replaced the backup battery to address the finding. Applicable final testing was completed and tests passed per operating specifications.